Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with vancomycin for fifteen days (dose, route, and frequency not reported) and fortum for fifteen days (dose, route, and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had completed the course of antibiotic therapy and had recovered. No additional information is available.